Manufacturer narrative:
Unit had unresponsive all buttons. Unable to perform self-test, displacement test and unable to download history files due to unresponsive buttons. Pump was cut and open found no moisture/damage electronic assembly, keypad assembly. Swapping out test board to confirms keypad button anomaly is isolated to lcd board. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, stained keypad overlay, stained address/serial number label, stained end cap sticker. Unresponsive all buttons, problem isolated to lcd board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the all of the buttons were not sensitive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.